Event description:
It was reported by service report that the pin on the patient left side was sticking in the engaged position not allowing the cot to retract. It is unknown if there was patient involvement or if there are adverse consequences to report.